Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress)- moisture in the cartridge compartment issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: during investigation, there was no evidence of moisture in the cartridge compartment. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads down to the case seal on the side. Moisture corrosion was observed in the battery canister and behind the display screen. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture was found in the continuous glucose monitoring module and to the power printed circuit board. The original complaint of moisture ingress in the cartridge compartment could not be duplicated.